Event description:
It was reported that during a bronchoscopy and right thoracic nerolosis procedure, there were intermittent error messages as the blade made contact with bone and the generator went onto standby mode. The blade tip had broken off. The procedure was not hindered or changed in any way.

Manufacturer narrative:
Information not provided during initial contact. Information anticipated, but unavailable at this time.